Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that touchscreen became shattered, and the customer could not interact with the pump. In addition a malfunction alarm occurred and the pump was subsequently unresponsive. The customer reported that the pump could have become shattered from falling down while playing soccer. Customer's blood glucose level was not impacted. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and touchscreen issue was verified. The information will be used for tracking and trending purposes.